Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-05166. The patient has two leads (from the same lot). It was reported the patient is not receiving adequate coverage. Reprogramming attempts have been unsuccessful. An impedance check revealed no anomalies. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.